Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3500, they kept getting a high pressure alarm , they stated the co2 wasn't coming through the port. They opened an accessory kit and used a different port to complete the case. After the case, they examined the original port and noticed it was missing the light blue plunger that depresses the spring valve where you screw the co2 line into the port. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10 internal complaint number: (B)(4).

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, they kept getting a high pressure alarm , they stated the co2 wasn't coming through the port. They opened an accessory kit and used a different port to complete the case. After the case, they examined the original port and noticed it was missing the light blue plunger that depresses the spring valve where you screw the co2 line into the port. The hospital did not report any patient effects.